Event description:
It was reported when using the bd surepath¿ collection vial, the sample leaked out of the vial due to a crack. There were no health impact or consequences reported.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the customer complaint is for a leaking vial of 491452 lot number 3186496. A 12-month complaint review was performed and identified previous complaints for the defect mode for the item number and the lot number. Complaints are trended at the mebane, nc facility and trigger levels per the procedure have not been met, therefore, no CAPA initiation determination (cid) or corrective or preventative action (CAPA) has been initiated for the issue. Bd quality will continue to monitor and trend events related to this issue to determine if corrective actions are required. Material 491452 is manufactured at the bd mebane, nc facility on a validated automated filling line. The review of the manufacturing device history record (DHR) for the lot number identified that it was complete and accurate during production at the mebane, nc facility. During the production process, a statistical sample of vials were subject to leak testing under vacuum. No leaking vials were observed. A review of the bill of materials (bom) was performed that identified the raw material vials in use during production of lot 3186496 was item number 500005680 lot 2440806. A review of incoming inspection records and supplier certificate of conformance (coc) shows all acceptance criteria has been met. A retain analysis was performed on one clamshell (25 vials) from item number 491452 lot 3186496. No cracked vials or leaks were observed during the retain analysis. A sample was not returned to the bd mebane location, but a picture was provided. Although the crack in the vial is not visible, the label appears to have been wet. Due to the nature of the vial label, it can be reasonably assumed that the vial was cracked. The complaint is confirmed.

Event description:
It was reported when using the bd surepath¿ collection vial, the sample leaked out of the vial due to a crack. There were no health impact or consequences reported.